Event description:
A patient reported experiencing inaccurate low results with a one touch basic meter. Patient does not remember blood glucose results for their meter or the lab. However, patient remembers the tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.